Event description:
The customer contact reported the device would not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified medication at a rate of 999ml/hr. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the device would not deliver at the programmed rate. Multiple unsuccessful attempts have been made to obtain additional info including specific pt info, event details and pt outcome.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).